Event description:
The type of procedure is unk at this time. Reportedly, the instrument would not fire. The surgeon used a new instrument to complete the procedure. The hospital has reported no pt injury has occurred.

Manufacturer narrative:
09/15/1997-supplemental report #1 submitted to FDA.